Event description:
It was reported by an administrator at the patient's group home that a vns patient was found dead in his bedroom in the morning. The patient was on the floor and reportedly had fallen out of bed. Attempts to determine the cause of death have been unsuccessful thus far. The coroner indicated that an autopsy will not be performed. An obituary was found for the patient which confirmed the date of death. The vns generator and lead were explanted by the funeral home and were received by the manufacturer. Product analysis has not been completed to date.